Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer had issues with louder rewind and the pump rejecting the battery. The customer changed out the battery and the pump did not turn on. The customer will call back to troubleshoot. The insulin pump was not returned for analysis.